Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: endometrial cavity / failure to occlude fallopian tube') and genital haemorrhage ('general abnormal bleeding') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in (B)(6) 2007, gravida ii and parity 2. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic pain and migration. Discrepancy noted for essure confirmation test that she did not undergo an essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2008: left occlusion only, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs & mr received. Reporter's information was added. Added event abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, dysmenorrhea (cramping). Migration updated to migration of essure device location of device: endometrial cavity. Event onset date was added. Medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: endometrial cavity / failure to occlude fallopian tube / migration of essure device location of device: uterus') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in (B)(6) 2007, multigravida and parity 2. Concurrent conditions included hypertension. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from (B)(6) 2008 to (B)(6) 2008, ethinylestradiol;norgestimate (ortho tri-cyclen) since 2000 to october 2007, ibuprofen from (B)(6) 2007 to (B)(6) 2017, metoprolol succinate (toprol xl) since (B)(6) 2016, oxycodone from (B)(6) 2007 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2017. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic pain and migration. Discrepancy noted for essure confirmation test that she did not undergo an essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: left occlusion only, migration.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Outcome of event dysmenorrhoea were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain/chronic"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic pain and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2008: left occlusion only, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication updated. Explant date added. Events- migration, general abnormal bleeding, abdominal pain and psych injury were added. Event outcome updated for: physical pain/pelvic pain/chronic. Lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: endometrial cavity / failure to occlude fallopian tube / migration of essure device location of device: uterus') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery in (B)(6) 2007, multigravida and parity 2. Concurrent conditions included hypertension. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin 24 fe) from (B)(6) 2008 to (B)(6) 2008, ethinylestradiol;norgestimate (ortho tri-cyclen) since 2000 to (B)(6) 2007, ibuprofen from (B)(6) 2007 to (B)(6) 2017, metoprolol succinate (toprol xl) since (B)(6) 2016, oxycodone from (B)(6) 2007 to (B)(6) 2017 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2017. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 9 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) with salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic pain and migration. Discrepancy noted for essure confirmation test that she did not undergo an essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: left occlusion only, migration.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.